Event description:
During an unknown procedure. The device misfired. There is no consequence to the pt.

Manufacturer narrative:
Visual examination confirmed that the inner gasket was dislodged and the outer gasket was torn approximately 2% which could account for the leakage. No conclusion could be reached as to how the inner gasket was dislodged or the outer gasket torn. Co reviews each incident as it occurs in an effort to improve co's products.